Manufacturer narrative:
(B)(4). The device was disposed of and will not be returned.

Event description:
Date of procedure - not provided. It was reported by the rep that during a lap sigmoidectomy procedure, the device did not formed staples correctly. Staples unformed can be seen on the specimen portion (donut). The surgeon had to convert from laparoscopy to open because of what she called ''a defective device''. Device was discarded, however donuts (in specimen) are kept for 3 months in the pathology department. Device was discarded.

Manufacturer narrative:
(B)(4). Photographic analysis: comments: the formations of the staple legs are indicative of an incomplete firing stroke. What caused the incomplete firing stroke could be one of three possibilities; 1) not squeezing the handles plastic to plastic, 2) not having the orange indicator within the green zone during firing, 3) off center loading of the tissue within the device whereby the knife contacts the anvil and doesn¿t allow the staples to completely form, typically on one side of the cut. The exact root cause is unknown and cannot be determined from the photos. Conclusion: based on the photo evidence of the subject cdh29a device firing, the event description can be confirmed. Hands on device analysis may provide the evidence necessary to determine the root cause of the issue experienced.

Manufacturer narrative:
(B)(4). Batch # unk. Additional information received: is the pathology specimen available? (B)(6) hospital needs to approve before sending specimen. Waiting for approval.) Please explain what is meant by, the staples did not form correctly? No consistent b shaped. Were there staples identified on the circumferential line? Unknown. Was an intra-operative leak test done? If yes, what were the results? No test done. Needed to complete anastomosis manually by laparotomy. Was over-sewing the staple line circumferentially required? Yes. What healthcare professional fired the device? (B)(6). What is the users experience with this device? Experienced.